Manufacturer narrative:
Four photos were provided to our quality team for investigation. Upon visual evaluation, evidence of leakage is observed, verifying the reported concern. Our products undergo comprehensive inspections throughout the manufacturing process to ensure device quality and performance. These inspections include verification that all critical dimensions meet specifications, confirmation that the product is free from damage, and leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the photos, and without the physical sample to further evaluate, a definitive cause cannot be established at time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: doxorubicin push medication leaking when being administered through phaseal optima. Causing drug loss and hazardous drug exposure. Phaseal optima injector for chemotherapy push of doxorubicin not stopping the flow of chemotherapy from the syringe it was contained in. Doxorubicin leaking and dripping at the end of the device upon arrival to 4 onc. The leaking chemotherapy also made the phaseal optima connector pop loose during the push and required the connector being held in and constantly pushed back in as well as chemotherapy oozing out the side at times. Rn (B)(6) reports this is the second time she has seen this recently. Per rep response on 22dec2025: I have requested lot number information but do not have that information yet. The impact to patient would be delay in care, amount of drug received, and hazardous drug exposure to patient and staff.